Event description:
It was reported that after a da vinci surgical procedure, the customer noted that the prograsp forceps instrument was not recognized by the robot. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The instrument was placed on an house-system and the instrument passed engagement and recognition testing. An additional observation not reported by site was that the instrument's main tube exhibited scratch marks/abrasions. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis.